Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision in both eyes (ou) on 5 day post-op exam. A brief description from the surgery center indicated the patient¿s vision was blurry. The patient was reassured. The patient was treated with pred forte ( pred) and gatifloxacin (gati) antibiotic eye drops to be taper extended. Topical steroid dosage was increased. The patient¿s comments were of blurry vision on both eyes and gradually improving. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/25 -10.00 x -2.75 x 4, left eye pre-op 20/25 -9.75 x -3.50 x 1. Uncorrected visual acuity (ucva) from (B)(6) 2017: right eye post-op 20/70, left eye post-op 20/100 . Bcva from (B)(6) 2017: right eye post-op 20/25, left eye post-op 20/25.